Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the infusion set were not delivering insulin. Customer's blood glucose was 412 mg/dl. Customer also stated they were having issues with the insulin pump accepting the sensor calibration. Customer was advised the insulin pump would only accept blood glucose up to 400 mg/dl. Troubleshooting for the high blood glucose was not performed. The customer did not notice bent cannulas. The customer is returning an infusion set but not the insulin pump.